Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. During testing, the image was produced. However, a cut was found in the cable. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd camera head was not producing an image during an unspecified procedure. Additional details relating to the patient and the event have been requested but were all unknown. Event 3 of 3. Please see reports with patient identifiers: (B)(6) & (B)(6) for related events.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon occurred due to a faulty cable. The root cause of the faulty cable could not be identified. In addition, the coupler was also found to be damaged. Olympus will continue to monitor field performance for this device.